Event description:
The patient reported the surgeon implanted an micl implantable collamer lens in her left eye (os) one year ago. The patient reported because of her extra large pupils, which expand outside of the usable lens area in the dark, she is experiencing glares and halos. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Lens implanted.